Event description:
During thoracoscopy, left upper lobe lung wedge resection, the device grasped the tissue, however, upon trying to release the tissue, the device jaws were jammed and would not release. The gray release buttons had to be hammered to release the jaw.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: stapler, surgical. Device serial #: for type of device: stapler, surgical.

Event description:
During thoracoscopy, left upper lobe lung wedge resection, the device grasped the tissue, however, upon trying to release the tissue, the device jaws were jammed and would not release. The gray release buttons had to be hammered to release the jaw.